Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to low bg caused tooth fracture with blood glucose of 310 mg/dl. The customer blood glucose was 140 mg/dl when she went to dentist. Customer states that thursday morning she woke up missing a tooth on the floor, so she had to crawl and get juice and called the ems so after 2 juices and a banana her blood glucose was 68 mg/dl. Emergency medical service took her to the emergency room for the low when gave her glucose gels and when getting to the hospital blood glucose level was 310 mg/dl. The customer was hospitalized on 03/15/2018 7:45-8 am. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.